Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the eopa 3d arterial cannula, a leak was observed. The surgeon used bone wax to seal the leak and the device was used to complete the case. There was no adverse patient effect associated with this event. Medtronic received additional information that the leak was in the wire wound section of the cannula body.there was no damage in the location of the sutures.there was minimal,only a few mls, of blood loss because of the leak.a transfusion was not required because of blood loss from the leak.